Event description:
Initially a customer contacted baxter technical service regarding a check patient line alarm during peritoneal dialysis (pd) therapy using the homechoice machine. The solution was provided over the phone, however, during the conversation the peritoneal dialysis nurse (pdn) stated the home patient (hp) is in the hospital with peritonitis and on antibiotics. On (B)(4) 2011 baxter product surveillance followed up with the pdn and received the following information. On an unspecified date in (B)(6) 2008 the patient began automated peritoneal dialysis therapy (apd) using unspecified solutions. The hp was diagnosed with peritonitis on (B)(6) 2011. The patient was hospitalized from (B)(6) 2011. There was no exit site or tunnel infection associated with the peritonitis. The pdn reported that on a visit to the patient's home, the patient reported having nausea, abdominal pain, and cloudy effluent. The patient went to the emergency room and was treated with gentamycin and vancomycin (doses and frequencies were not reported). After the patient was discharged from the hospital the hp was treated with cipro (dose and frequency not reported). The pdn reported that the hp has recovered from the peritonitis. It was reported that the patient was not on any concomitant medications. The pdn reported that the patient always used good aseptic technique when performing dialysis treatment. The pdn did not provide a causality statement only that the cause of the peritonitis is unknown.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents for the potentially associated lots was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.